Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dry eyes approximately five months following lasik treatment. The patient was started on liftegrast ophthalmic solution, artificial tears and collagen plugs were inserted. The patient reports their vision is not as good as it should be. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient is being managed with artificial tears, liftegrast and is scheduled for an enhancement procedure.